Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 492 mg/dl at the time of incident and the current blood glucose value was 158 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting for high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer does not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. The customer was treated with insulin for high blood glucose level. The customer stated that the blood glucose value from reported event was 491 mg/dl and the sensor glucose value from reported event was 68. The sensor glucose and blood glucose difference was 423. Sensor glucose and blood glucose value difference is not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. The customer experienced multiple blood glucose values such as 168 mg/dl, 166 mg/dl and 118 mg/dl. The insulin pump will not be returned for analysis.